Manufacturer narrative:
Inspection of the returned device found that the device was kinked and the nitinol sleeve was separated 8.7cm from the distal end. It appeared that the device kinked and then the nitinol sleeve separated. From the condition of the returned device, it is most likely that the observed damages were caused by excessive manipulation during use to treat the highly stenosed lesion. The damages are indicative that high friction was encountered but the cause of the friction can not be determined.

Event description:
Analysis of the device found that the distal end of the device had separated. There was no reported clinical consequence to the patient.